Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device was worn. It was further determined that the device failed pretest for check the oscillation angle, check the oscillation/forward/reverse mode function, check in ¿off¿ mode, check for sticky speed trigger, check triggers, check power with test bench, minimum 67.5 to 110 watt, check switching function forward/reverse and check for unintended motion. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.